Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the electrocardiogram connector was loose and therefore the link electronic module board was replaced. The software was recalibrated, reloaded and updated. It was further noted that the lower case was worn, the latch tabs on the power cord bay were broken, there were five missing hinge plate screws, the antenna cables were damaged at the upper hinge, the upper hinge plate was worn, the left and right keyboard hinges were broken, the device came in without its keyboard slide and the system fan and power supply were noisy. All found defective parts were replaced. The device was to be sent on for software reload and reallocation. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.